Manufacturer narrative:
D10 concomitant product: unknown endo cl - unknown endo clip applier, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastrectomy procedure, at the time of clipping blood vessel, the first device did not load even when the handle was squeezed and the second device's display did not appear. A new clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection of the first device noted that the instrument was received partially applied with 12 clips remaining and the clip counter was not active. No visual abnormalities were observed with the first device. Visual inspection of the second device noted that the clip counter was not active. Microscopic evaluation revealed damage on the right jaw indicating the device was applied on an obstruction. No other abnormalities were observed. Functional testing of the first device noted that the instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. The counter arm was properly seated within handle. A representative battery was assembled onto the subject counter and the counter was manually indexed from 16 to 00 without issues multiple times. Functional testing of the second device noted that the instrument was applied to appropriate test media. The instrument handle was cycle and the clip loaded improperly because of the damaged jaws. The instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. The counter arm was properly seated within handle. A representative battery was assembled onto the subject counter and the counter was manually indexed from 16 to 00 without issues multiple times. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if an attempt w as made to apply the device over an obstruction causing damage to the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.